Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the clinic for a follow up. Interrogation revealed that their implantable cardioverter defibrillator was incorrectly calculating the patient's mode switch burden. The patient was asymptomatic. No changes were made.